Event description:
The catheter was inserted but due to the remarkable arteriosclerosis it was not possible to place the tip of said catheter in the a. Mesenterica superior, where upon the above mentioned catheter was inserted. The catheter was passed over a guidewire already inplace up to the transition of the thoracic to the abdominal aorta. After retraction of the wire the catheter was pulled down so that the tip lie in a visceral vessel; at this time it was observed that the distal 6 cm of the catheter was no longer mobile but had separated from the proximal catheter section.